Manufacturer narrative:
The customer declined service and repair, however, at a later time a philips authorized service provider (asp) went onsite and replaced the front bezel with nav-ring to resolve the reported issue. The philips asp replaced the front bezel with nav-ring to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the customer was unable to move right or left in the navigation. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the customer was unable to move right or left in the navigation. A quote was sent to the customer for part replacement. The investigation is ongoing.

Manufacturer narrative:
It was reported that the customer was unable to move right or left in the navigation. The customer declined service and repair. No further repairs provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.